Event description:
I need to get implants out because they are ruptured and leaking, not supposed to be hard as I was told before getting them, can't lift, extremely painful, complained after the surgery in 2008. Doctor stated "would be okay, get better." Now 2008-2011 way worse than I wanted to be or expected. They need to be checked in the FDA for others who have had this procedure. Life threatening.